Event description:
It was reported from an internal medicine physician that a pt of his had a reaction to the implants. The physician requested an allergy testing kit and info regarding the materials utilized in the MFR. F/u with the surgeon who implanted and explanted the devices provided info that the pt is doing better after the implants were removed. F/u with the pt provided info that he suffered from sweats, fevers, chills and other increasing symptoms for a period of approx five weeks after the initial surgery. He also reported loss of energy, loss of appetite, and weight loss of 14 pounds. He then began to have a localized reaction at the surgical site (shoulder). In 2008, he had the anchors removed. He started feeling improvement right away, although he continues to experience low levels of energy. No further info was provided. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for eval, but has not yet been rec'd. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, this type of event is most likely related to an adverse reaction of the pt to the material(s) implanted (pla-poly lactic acid). Product directions for use warn of a possible allergic reaction to the implant materials. Pt sensitivity should always be considered/ruled out prior to procedure. This is the first complaint of this type for this part/lot combination. The potential causes of this event have been communicated to the event reporter (internal medicine/allergist), the surgeon, the pt and the co sales rep. If the device is returned and add'l relevant info is obtained, a f/u report will be submitted.